Event description:
A high readings issue was reported with the adc device. Customer reported receiving unspecified high readings from the adc sensor in comparison to unspecified readings from the built in reader. As a result, customer experienced hypoglycemia and trembling and was unable to self-treat, requiring non-hcp third-party administration of 300 ml of coca cola for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event. A sensor result of 98 mg/dl was compared to a built-in reader reading of 29mg/dl. The results when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was not available for return. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving unspecified high readings from the adc sensor in comparison to unspecified readings from the built in reader. As a result, customer experienced hypoglycemia and trembling and was unable to self-treat, requiring non-hcp third-party administration of 300 ml of coca cola for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event. A sensor result of 98 mg/dl was compared to a built-in reader reading of 29mg/dl. The results when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.